Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received recurring no delivery alarms. Her blood glucose level was usually around 150 mg/dl. The product was not returned. Nothing further to report.